Event description:
A plate, implanted in 2003, broke post-operative and was removed in 2004. Plate was implanted during a revision procedure to remove a nail and mal-union was diagnosed. Reportedly, the pt had 2 previous nailings and has a history of infection.